Manufacturer narrative:
Summary evaluation: evaluation results suggest that this event would not be associated with the device but rather would be pt related. The pt was non-compliant.

Event description:
The pt got up from a sitting position and upon standing, heard a snap. It was discovered that the plate broke. The broken plate was revised. This event did not cause any adverse consequences to the pt or surgical delays.